Manufacturer narrative:
H3 other text : 100048.

Event description:
The manufacturer received information alleging equipment failure. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.